Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Placeholder.

Event description:
It was reported that the screws and plate were implanted to repair a left femoral fracture on an unknown date. The devices were damaged at an unknown time. An x-ray revealed two screws were broken and the plate was bent. The plate and screws were replaced with a rod electro grade to stabalize the fracture. This is report 1 of 3 for complaint (B)(4).